Event description:
It was reported that during a routine device change out for eri, an externalized conductor was observed between the rv and svc coils. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.